Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in spain (returned to rrc on 2021-09-30). The evaluation confirmed the occurrence of error messages e433 and e457 which are triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, error e433 was most likely caused by a defective generator and/or high voltage power supply (hvps) board. Thus, this event/incident was attributed to component failure. Error e457 may have different technical causes. However, since the error message could not be reproduced during the evaluation, the cause for its occurrence could not be determined but it is assumed that it was not caused by a defect of the hardware. In addition, the front panel is found to be cracked caused by cleaning and/or disinfection agents. Also, no function of the hand switch is given at the monopolar port 1 and 2. It is assumed that this can be traced back to a defective motherboard. Due to electrical overload (fault currents) various electronic components on the motherboard can be damaged. As a result, the monopolar ports may not permit the use of hand switches partially or completely. However, these faults are not the cause of the generator failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure at an unknown date the esg-400 hf-generator issued error message e433 and could no longer be used. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.